Event description:
On (B)(6) 2011, the patient contacted animas reporting that the pump was making a noise today. When she looked at the screen, the pump had gone to the verify screen. The patient corrected the time/date setting and confirmed the battery type and a "while later" the pump rebooted to the verify screen again. The patient had changed her changed her cartridge/site today and thought maybe she did not put the cartridge in the right way so she removed the cartridge and started over like she was changing it again and the pump has not rebooted since that time. The patient indicated she has never replaced the battery cap on the pump: it is recommended to replace the battery cap every 6 months. The patient does not wish to troubleshoot any further today and will call back tomorrow to troubleshoot. As of (B)(6) 2012, the patient has not called animas back. Animas has also made 3 attempts to reach the patient but was not successful in reaching the patient. There were no allegations of injury as a result of the reported power issue. However, this complaint is being reported due to the alleged power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation there was evidence of unexplained power on resets. A pump rewind, load, and prime was performed with no loss of power and the pump was exercised for 24 hours on a one unit per hour basal program with no loss of power. The battery compartment was found to be cracked. The battery cap threads were intact. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.